Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is unknown if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Medsun # 2100630000-2020-8002.

Event description:
It was reported that during use on a (B)(6) year-old male patient, the blue tubing on the pa catheter came apart from the rest of the catheter, which caused blood leakage. The catheter was removed immediately upon noticing the disconnection. Further follow up with the customer indicated that it is unclear if the catheter was being manipulated at the time the blue tubing was noted to have come apart from the rest of the catheter. No patient complications were reported. Edwards lifesciences was notified of this event through a medsun report.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.